Event description:
It was reported that the patient is non-compliant and an atrial lead warning from 2010 was found which resulted in a pacing polarity change from bipolar to unipolar. It was further reported that the patient is feeling pacing occasionally and p wave sensing was low. The chronic lead trend was programmed off and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.